Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A damaged lcd lens and downstream occlusion (dso) seal, rear housing damaged, and fluid ingress causing damage to main board and chassis was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective dso sensor.

Event description:
It was reported that the pressure meter showed higher values during downstream occlusion. The event occurred during testing.